Event description:
So, I'm on vacation went to activate my omnipod g5 went through 4 pods called and found out it wasn't working because it wasn't compatable with my g7. I lucky had another box that said g7. How can we let companies use old inventory and sell under the same name and same ndc code that isn't compatible I could have died or went to hospital if I didn't have a second box. I've been a pharmacist and don't understand how this can be. This could be life and death situation. Pt code: 4580. Device code: 1108. Reference reports mw5184309, mw5184311, mw5184312.